Manufacturer narrative:
On march 19, 2021 mentor became aware that unintentionally missed reporting the device lot number. On march 19, 2021 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4),lot#:75739.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with an unknown saline prosthesis experienced left sided deflation post procedure. The patient noticed that the implant was shrinking. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.